Event description:
Patient reported a "pop" behind his bed. Staff responded and noticed smoke billowing from room, unsure of the source. Patient and significant other safely removed from the room. Turned light on in room and noticed black soot surrounding the electrical outlet that patient's hospital CPAP is plugged into.